Event description:
It was reported that removing difficulties were encountered. The 3.50x20mm promus element plus stent delivery system was advanced; however, was not able to cross the lesion. When the device was attempted to be removed, there was difficulty in removing the device so dilatation was performed at where the catheter failed to be removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Describe event or problem, if implanted, give date updated. (B)(4).

Event description:
It was further reported that the 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 3.50x20mm promus element plus stent delivery system was stuck at the proximal part of the lesion and was unable to be removed, so the stent was deployed at the proximal part of the lesion.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).